Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was not returned. The investigation could not verify or identify any product contribution to the reported event with the information provided. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. The device associated with this report was not returned. Prior reports for dullness that were attributed to heavy usage/wear out have been previously received. However, with no instrument returned and no more information, no root cause can be determined for this specific instrument. Complaints will be monitored under post market surveillance sep 419. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeons have indicated several sizes and quantities of depuy acetabular graters are dull and require replacements. This is due to several uses/wear and tear over time of cutting into the bone and becoming dull. No additional information is available. No lot numbers are available. Items have been discarded.